Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Model #: unknown. Initial reporter address information was not able to be obtained. Device manufacture date: unknown. Investigation summary : based on the information provided from customer, there is not enough evidence like a picture showing the defect on the product to determine the root cause, only in the report customer describes that during inspection, cracks and damages on lids were found. According with this investigation, it was noticed that this issue arose from a product sold in japan and all the shipping and transportation process for that country products indicates that flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. For this reason, it can be concluded that products sold out of USA goes through different distribution stages where this kind of issue may be generated due to handling carried out during the transportation and those activities are out of flex¿s reach. Considering that failure mode is related tobroken parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold were free of damages. Based on that assessment, it can be confirmed that the issue could be generated by several variables like a hit, incorrect handling, incorrect storage or non-suitable packaging during partial sells.

Event description:
It was reported that while using the bd¿ multi-use nestable sharps collector there was ten cracks and/or damages on lids. The following information was provided by the initial reporter, translated from japanese to english: this is a report about damaged lids of sharps collector. During the inspection at the customer's side, cracks and/or damages on lids were found.